Event description:
Pt had heart valve surgery on 12/6/93 and she died 12 hours after surgery began at 7 am 12/06/93. The autopsy says death was caused by a large tear in the right neck/shoulder area where the catheter was used. During the last few hours of her struggle for life her dr came out and told rptr that he had never seen a tear like this other than a car accident or a bullet wound. He held his head and said I am sorry this did not have to happen, with tears in his eyes.